Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 400 mg/dl. The customer stated that her glucose level was over 600 mg/dl and the insulin pump did not alarm. The customer stated that she changed the sites several times during the day to lower her high blood glucose. The customer stated that her basals were okay, but she was taking manual injections with basals, and ended in the hospital. The customer stated that she is working close with her doctor and her glucose level is normal. The customer stated that her doctor uploaded the device and the reports seemed to be doubling the numbers, but the insulin pump history reflected different info. Advised the customer that a replacement of the device would be sent. No further info was provided.